Event description:
The reporter stated that she did back to back blood glucose testing, within 10 minutes, using separate finger sticks. Her results were 70 and 255 mg/dl. She did not have any symptoms. During troubleshooting it was learned that the meter was coded incorrectly, and had never been cleaned. The lifescan representative reviewed coding, control testing and proper cleaning. The reporter did not complete troubleshooting, and a control test was not done.